Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
On (B)(6) 2011, the operative report was received which provided information that the device was explanted due to mitral regurgitation of the native valve. This annuloplasty ring was explant and replaced with a smaller size of the same model device. There was no allegation of a device malfunction and no report of a injury to the patient. This event was filed in error.

Event description:
An operative report was received from the health care provider. Per the operative report, the device was explanted due to mitral regurgitation of the native valve. It was replaced with a smaller size of the same model annuloplasty ring. There was no allegation of a product malfunction or injury to the patient.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 30mm annuloplasty ring was explanted at implant and replaced with a 28mm annuloplasty ring due to unknown reasons. No further details were provided.